Event description:
It was reported that patient underwent a replacement procedure of his inflatable penile prosthesis (ipp). Patient was unhappy with location of exit tubing. All components were explanted and replaced.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. Product analysis identified a fluid leak in cylinder 1 and functional test failures with the pump. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that patient underwent a replacement procedure of his inflatable penile prosthesis (ipp). Patient was unhappy with location of exit tubing. All components were explanted and replaced.